Manufacturer narrative:
The field service representative (fsr) verified the reported issue. He found the level sensor to be very sensitive to level alarms. As a result, he replaced the level sensor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor kept going off with no visual cues. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, based on the date in the log on 03-dec-2019 (likely 04-mar-2020), the level alert probe was intermittently changing status from coupled to uncoupled and back to coupled in less then one second. This would cause an alert tone each time it happens with level detection turned on. The uncoupled status cleared so fast the central control monitor (ccm) was not aware the status changed so no message would be displayed to the user. Normally a 'level not attached' alert would occur. Since the level status message is output every 100 millisecond, if the status changes back to coupled before the next message is sent the ccm is not aware the alert occurred. The power manager monitors the safety alert alarm summary and when the total alerts increase it will sound an alert tone. The log confirms the complaint. During laboratory analysis, the product surveillance technician was unable to duplicate the issue. The system detected when the sensor is detached from the fixture, when the sensor is unplugged, and when water is not present in front of the sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.